Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm and excessive no delivery alarm noted. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 800 mg/dl. Customer's other blood glucose value was 311 mg/dl. Customer alleging possible pump under delivery. The customer was treated with manual injection and bolus. The reservoir was not expected to be returned for analysis and insulin pump was returned for analysis.